Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) has not yet been returned to zoll manufacturing corporation for evaluation. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 09/17/2015, belt: 05/30/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received two inappropriate treatment shocks from the lifevest. It was reported that the patient was at home and was not awake at the time of the treatment event. The patient's wife performed CPR and called ems. The patient's wife reported that ems also performed CPR when they arrived. The lifevest detected an arrhythmia at 11:43:07 on (B)(6) 2018. The patient's rhythm was asystole. The response buttons were pressed from 11:44:03 to 11:44:06. It is unknown who pressed the response buttons. The lifevest released gel and treatment shocks were delivered at 11:45:46 and 11:46:24 while the patient remained in asystole. Oversensing low-amplitude cardiac signal contributed to the false detection. Following the second treatment, the patient remained in asystole, and the electrode belt was disconnected at 11:47:01. The device was then shut down at 11:47:05. There is no indication that the lifevest inappropriate treatments caused or contributed to the patient's death, as the patient was already in a non-treatable rhythm prior to the treatment event. Asystole is considered a non-treatable rhythm by the lifevest.